Event description:
A call was placed to boston scientific technical services (ts) on 5/5/2014 stating that a recorded electrogram displayed a single episode of signals that were oversensed, however did not result in inappropriate therapy delivery. The device was deactivated and a decision regarding lead revision will be made. Provocative testing was recommended by technical services. The intrinsic amplitude appears stable. Intermittent artifact/noise was observed. Reprogramming the sensitivity was recommended. Sales representative noted a 200 ohm impedance variation when continually monitoring the lead during provocative testing (500 -700ohms). The fluctuating impedance is certainly something to monitor, and it seems to correlate with the last couple weeks of performance. The device was implanted on (B)(6) 2009 and remains implanted until this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).